Event description:
Olympus was reported that during a procedure, the probe of the subject device is broken. No signs of outer damages. The probe piece did not fall off. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp for evaluation. The evaluation confirmed that the probe broke down at about 200 mm from the distal end in the sheath. The shape of the fracture surface showed that the fracture developed from a point of the probe's surface. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, during reprocessing and/or assembly and/or disassembly, the micro crack occurred because the bending force strongly was applied at the broken portion of the probe. The crack spread because the user activated output. Consequently the probe was applied mechanical bending force, the probe was broken off. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.